Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's son reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller reported the customer was hospitalized for three weeks before passing away. The customer's blood glucose was unknown at the time of death. The official cause of death was unknown at the time of call. The caller reported the customer experienced blood clots and pneumonia before passing away. It was also found the customer had kidney failure as a diabetes complication. The caller reported the customer did use sensors, but was not wearing one at the time of their passing. It was also reported the customer was not wearing the insulin pump at the time of passing. The insulin pump was removed from the customer's body three weeks before their passing. The caller declined to return the insulin pump for analysis.